Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a versacross access solution kit was used for the transeptal puncture. It was noted that the transeptal crossing took three attempts to cross the septum. A pericardial sweep was performed after the transeptal crossing and no effusion was noted. A 27mm watchman flx laa closure device was deployed and successfully implanted. A final effusion sweep was performed and a pericardial effusion was noted near the right ventricle. The patient did not experience any hemodynamic compromise and protamine was given to the patient. The effusion resolved and there were no patient complications.